Manufacturer narrative:
An event regarding packaging issue involving a trident liner was reported. The event was not confirmed. Method & results: product evaluation and results: ¿after reviewing the information from this event, the returned blisters and the returned device there is no obvious evidence that this event was caused by the manufacturing operations within the packaging cell. The DHR (router) for 612-00-36e / p346yk was also reviewed for the lot in question and no discrepancies were noted.¿ ¿our sealing activities are performed per (B)(4), sentinel blister package sealing operation, where an inner blister is sealed prior to the sealing of the outer blister. The inner blister is visually verified per (B)(4), procedure for evaluation of sterile barrier system seal integrity prior to sealing the outer blister. Upon examination of the inner blister that was returned, there was evidence of the existence of a complete seal through the opaque sealing residue left on the flange. This was evident throughout the entirety of the opened areas, with one side of the inner blister remaining unopened. It should also be noted that the same seal evidence was seen on the outer seal. Both inner and outer blisters were sealed on the same machine. Furthermore, daily testing is also performed per (B)(4) to for verification of the tensile strength of sealed blisters. Given this information, it is unlikely that this separation of tyvek lid from blister packaging occurred within packaging operations or as a result of improper sealing and verification activities with packaging operations.¿ ¿with all of these factors taken into consideration, along with the fact that the sales rep was not present during the reported issue, the events as described in (B)(4) does not warrant the opening of an nc for packaging operations. ¿ -clinician review: not performed because no medical records or x-rays were made available for evaluation. -product history review: review of the product history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the event for the ¿rn open liner packaging was defective, and implant fell on the floor. That the inner peeled part of the container, was already opened¿ was not confirmed nor the root cause determined. As stated by quality assurance engineer noted ¿upon examination of the inner blister that was returned, there was evidence of the existence of a complete seal through the opaque sealing residue left on the flange. This was evident throughout the entirety of the opened areas, with one side of the inner blister remaining unopened. It should also be noted that the same seal evidence was seen on the outer seal. Both inner and outer blisters were sealed on the same machine. With all of these factors taken into consideration, along with the fact that the sales rep was not present during the reported issue, the events as described could not be confirmed.

Event description:
Rn said when she went to open liner the packaging was defective, and implant fell on the floor. That the inner peeled part of container, was already opened.